Event description:
It was reported by the patient that he underwent right hip arthroplasty in 2007. At about 6 months post-op, the patient began experiencing hip pain. A bone scan taken in 2009, showed loosening of the acetabular cup. A revision procedure is scheduled for about 2 months.

Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s.